Event description:
Rptr used cryo-cell to store cord blood. Since 7/2004, rptr asked cyro-cell about the new statement in order to pay for storage fee without any response. Rptr started to suspect if the cord blood is in good shape and secure. Contacted the co several times without success. Contacted them by phone, mail, e-mail for 3 months. Finally, they responded to phone calls & e-mail in oct., saying that they would investigate. Rptr wrote an e-mail & called them one month later (nov.). They still could not tell rptr the security of the human cellular/tissue product. Rptr only received a letter telling them that all the products will be moved to a new facility. Rptr is very concerned about the safety and security. Because of their delay of response & they can't tell rptr the security of the cord blood, customers' welfare is compromised and rptr feels that the co might discard the specimens while charging rptr.